Event description:
It was reported that during charging at the user facility the plug of the device melted and smoked. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.